Manufacturer narrative:
Additional manufacturer narrative: product evaluation was not performed as the device remains implanted. The clinical observation was unable to be confirmed. Atrioventricular conduction disturbances after aortic valve replacement (avr) is associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patient undergoing avr and will develop post-operative heart block, potentially requiring a permanent pacemaker. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. This adverse event is not a manufacturing related issue. A definitive root cause could not be confirmed. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a patient developed a persistent bradycardia nodal rhythm after receiving an edwards 29mm bioprosthetic valve. A permanent pacemaker was implanted to resolve the issue.